Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? The device was used in cystectomy. How much tissue was resected to remove the device (cm)? About 2cm.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device needed higher force to complete the first firing with ecr60w. The jaw could not open after firing, and the surgeon used a new device to cut the tissue to move the former device from the patient. No adverse event on the patient.